Manufacturer narrative:
Per software engineering review, the logs have been reviewed and provided no additional insight regarding the cause of the plan issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Per the medtronic representative following-up at the site, the reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, they experienced difficulty in viewing the surgery plan. Attempted to un-check plan 2 to allow the surgeon to view only plan 1 on the screen, however, when plan 2 was un-checked, the entry shown in guidance view was the entry for plan 1 and the target remained selected for plan 2. When the medtronic representative deleted plan 2, the target updated to the correct target for plan 1. The navigation system worked properly for the remainder of the procedure with no further issues. Issue resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative reported that testing was unable to replicate issue. The system is functioning as expected.